Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer was ate to correct low blood glucose and went back to 70 mg/dl. Customer stated that they received change sensor alert and calibration not accepted alarm. The insulin pump was not returned for analysis.